Manufacturer narrative:
Continuation of concomitant products: vedr01 ipg, implanted: (B)(6) 2017. Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was returned to the manufacturer, analyzed, and tested out of specification. Follow up concluded that the ra lead had "fallen and was pointing straight down." The patient experienced pacemaker syndrome, increased fatigue, and atrial flutter. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.